Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced elevated lactate dehydrogenase (ldh) and watts. Integrilin started with a possibility of a pump exchange.

Manufacturer narrative:
A specific cause for the reported elevated lactate dehydrogenase (ldh) levels and pump power elevations could not be determined as the patient remains ongoing on the lvad. Based on the manufacturer¿s complaint experience and similar reported events, elevations in ldh and pump power can indicate potential pump thrombosis; however, thrombus cannot be conclusively confirmed without an evaluation of the device. A corrective and preventative action has been initiated to investigate the issue. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received stating that the patient was not exchanged. The patient was seen in clinic and is doing well.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.